Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, broken device on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ crease fold observed. ¿ wear abrasion observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d1, d4, d9, h3, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.